Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus safety closed IV catheter prn cap was missing. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse was about to use the indwelling needle, she disassembled it and found that the heparin cap was missing, which affected normal use. It was replaced in time and the equipment department was notified to deal with it, and no adverse effects were caused to the patient.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2082656. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, a review was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus safety closed IV catheter prn cap was missing. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse was about to use the indwelling needle, she disassembled it and found that the heparin cap was missing, which affected normal use. It was replaced in time and the equipment department was notified to deal with it, and no adverse effects were caused to the patient.